Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger unable to power on) was confirmed. Upon evaluation the battery charger was unable to power on. The cause for the failure was isolated to a contaminated charger pca. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger.

Event description:
A united states distributor contacted zoll to report that charger sn (B)(4) was unable to power on.